Event description:
It was reported that the 9600+ system displayed a bad iris pot error. Another system was used to complete the cases. There was no report of patient injury.

Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. Calibrated and aligned the collimator. The system was tested and found to be working as intended and placed back into service.